Event description:
Boston scientific received information that the patient implanted with this pacemaker noted having a syncopal episode and broke her foot. The patient also noted that the device lower rate limit (lrl) was set to 70 pulses per minute (ppm), and that their heart rate had been in the 60 beats per minute (bpm) range. Boston scientific technical services (ts) recommended the patient follow up with their physician. No additional adverse patient effects were reported.

Event description:
Additional information was provided that the patient continued to not feel well, and the patient noted that a chest x-ray revealed that the leads were not connected. A revision procedure was performed. During the procedure, it was noted that the patient's non boston scientific leads had dislodged due to the patient falling. Those leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.